Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to emi (electromagnetic interference)/noise. High frequency noise consistent with 60-cycle emi exposure exists on both near-field and far-field electrograms. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and non-sustained tachycardia. Noise was also observed. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was subsequently capped and replaced.